Event description:
There have been 3 incidences in which catheter would not thread, one known incidence that needle would not retract. Pt code: 4582. Device codes: 4075, 1536. Reference reports: mw5181639, mw5181640, mw5181642.